Event description:
The customer observed biased potassium and sodium qc results. Biased qc results could lead to inappropriate physician action. No patient sample results were reported. There was no report of patient harm as a result of this event.